Event description:
Procedure: proximal pancreaticoduodenectomy. According to the reporter: after stapling was completed, staple line was dehiscent a few minutes later. Opened another. Operating time extended: less than 30 min. Additional tissue resection: yes. Nothing fell into the cavity. No bleeding. The current patient status: good. No further incident. Additional information received via email: when will the device be returned? It is unknown when it will be returned. How is the patient currently? Good.

Manufacturer narrative:
(B)(4). Follow up 01 sent 09.23.2015.

Manufacturer narrative:
(B)(4).